Manufacturer narrative:
This report is being filed to provide additional information in e.1, h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The technician repaired it by adjusting the set screw and the machine was returned to service. One year of service history was reviewed for this device with no issues related to the reported condition identified. Service history confirmed IV pole safety collar was installed on 24 june 2019 (fa 30) root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the need for an IV pole screw adjustment.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Th technician repaired it by adjusting the set screw and the machine was returned to service. One year of service history was reviewed for this device with no issues related to the reported condition identified. Service history confirmed IV pole safety collar was installed on 24 june 2019 (fa 30) investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.